Event description:
During a retrospective complaint review, devilbiss healthcare examined a complaint received from a distributor on january 28, 2021 involving a devilbiss oxygen concentrator, stating that the unit's "interior platform where the internal filter plugs in has kind of melted and sunk, and the bottom trim of the opening has also melted and is sagging." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit at the time and determined that a bent fan guard prevented the cooling fan from spinning properly, resulting in thermal deformation to the rear cabinet, base and compressor housing. Devilbiss has an active CAPA for fan complaints.

Event description:
During a retrospective complaint review, devilbiss healthcare identified an oxygen concentrator with complaint of "interior cabinet shows some areas that look like they are melted." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit and found the cooling fan not operating to specification, which resulted in thermal deformation to the compressor housing and rear cover. Devilbiss has an active CAPA for fan complaints.